Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, the patient reported having hypoxia which is a pre-existing condition that is attributed to medical history of copd. The patient was hospitalized and supplemental oxygen (3l 02) was given and released the following day. No issues were reported regarding the monarch system.

Manufacturer narrative:
Based on the information available for this complaint, the root cause of the reported event is related to a known and documented inherent risk. The reported event will continue to be monitored through regular complaint trend review. B5 description: it was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, the patient reported having hypoxia which is a pre-existing condition that is attributed to medical history of chronic obstructive pulmonary disease (copd). The patient was hospitalized and supplemental oxygen (3l 02) was given and released the following day. No issues were reported regarding the monarch system.

Event description:
It was reported that after a successful diagnostic procedure using the monarch bronchoscopy system, the patient reported having hypoxia which is a pre-existing condition that is attributed to medical history of copd. The patient was hospitalized and supplemental oxygen (3l 02) was given and released the following day. No issues were reported regarding the monarch system. Thoughts?